Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level. The customer's grandmother did not know what her blood glucose level was at the time of the emergency room visit. The customer was not receiving any insulin because the cannula was bent. She was wearing her insulin pump at the time of the emergency room visit. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.